Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, undefined impedance, oversensing-noise, and was fractured. The pace/sense portion of the lead was capped and replaced and the remainder of the lead is still in use. No patient complications have been reported as a result of this event.